Event description:
Additional information was received from a manufacturer's representative stating that the patient declined to be seen. The patient stated that they will call the rep the next time they have a visit.

Manufacturer narrative:
Additional review determined (B)(4) no longer applies to this event.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the consumer was scheduled to be seen on (B)(6). The cause of the consumer¿s fall was due to them slipping in the shower with no mention of the device being the cause.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260 , serial# (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from consumer via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient fell in a bathtub. Patient was not getting stimulation when sitting up. Before fall, the patient felt stimulation at about 3.0 amps. A follow up at doctor's office was planned.